Manufacturer narrative:
(B)(4). Unit passed displacement test and pump failed self test during back light check, there was a portion of the el panel that was not lit due to damaged el panel. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that black light was not coming and it when they presses down arrow and the light did not come on. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.